Manufacturer narrative:
Device evaluation: no device is expected to be returned for investigation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and an additional follow up submitted.

Event description:
The user reported that the wire tip separated while gaining access to the femoral artery. The tip of the wire was removed from the patient using a snare device. No further harm or injury was reported.